Event description:
It was reported that during a procedure that the stapler would not release. Device was cut from the tissue to remove. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 4/10/2024. D4: batch # unk. Additional information was requested, and the following was obtained: the stapler was fired unknowingly on tissue where polymer clips were applied during a previous surgery. 1. Did the device lock-out (no staples deployed and no cut line started)? No. Device locked out while transecting, staples were deployed. 2. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Yes, partial firing occurred with successful transaction of vessel. 3. Or, did the device fully fire and stop during the automatic knife return? Stapler completely locked-out when blade was advancing and became trapped by clips. 4. Was the device locked on tissue with the jaws closed? Yes. 5. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Both knife reverse switch and manual override were attempted with no success. 6. Did the jaws eventually open? Yes, using a grasper, jaws were pried open to remove from tissue. Surgeon reported no adverse consequences. A manufacturing record evaluation was performed for the finished device psee45a lot number x95n5n and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/30/2024. D4: batch # 945a39. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with the anvil bent upwards and with a gst45w reload loaded on the device. The reload was received partially fired 2/3 and with damage on reload deck. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. No functional test was performed due to the condition. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 945a39, and no non-conformances were identified.